Manufacturer narrative:
The patient's lifevest was not returned for evaluation.biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under the front therapy electrode. The area was reported to be the shape of the front therapy electrode but no broken skin. The patient was using an over the counter antibiotic cream on the area, per her pcp's orders and was removing the device occasionally. She reported that when she removes the device the area improves but it comes back when she puts the device back on. During a follow up the patient reported that the skin was only improving when she would let her skin air out. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.